Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged sinus problems and visualization of black particles in the tubing and chamber. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's contact information has also been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation observed a partially unseated flip-lid seal and contamination in the humidifier. Internal investigation observed dust on and in the blower. Product investigation lab observed a dusty smoke (non-tobacco) odor. Sound abatement foam appeared intact, however degraded sound abatement foam residue adhered to fitt when compressed. According to the long text of the complaint, the patient acknowledged using a soclean device purportedly sold by the dme. Product investigation lab applied power to the dreamstation. Verified device powers on, provides airflow. The device's downloaded event log was reviewed by the manufacturer and showed 1 e-130 error logged. The manufacturer is unable to directly address the complaint as no water tank was returned with the device. The manufacturer was able to confirm the presence for degraded sound abatement foam residue in the device. The manufacturer also observed dust contamination in both the blower and the humidifier. Please see sections d9, d10, g1, h3 and h6 for this updated coding and information.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.